Manufacturer narrative:
Per the customer, hyb-psa qc was within the customer's established ranges prior to the event and out of range after the event. The customer replaced the hyb-psa reagent pack and reran qc, which resulted within the customer's established ranges. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2010 which passed within specifications. Service was not dispatched for this event as the likely root cause was discovered while troubleshooting (ts) with the bci customer technical support (cts). However, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected hyb-psa result within the normal reference range for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing produced a higher result above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.